Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2019-03241. It was reported that patient was admitted to the hospital for blood infection. It is unknown if the infection is from the device. As per the physician, the infection is expected to be from the drug use. Patient is currently hospitalized.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.